Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
I have a valve, hakim med high 100mm w/ bactiseal that ¿ icp drain noted to be cracked at the hub with leaking from this crack. Drain was clamped with hemostat and gauze and neurosurgery service notified. Portion of drain was replaced by md.¿ per customer: the product code and serial number, if possible, of the device involved. Ns5489, sn unknown. The date the event occurred. (B)(6) 2016. Did the incident occur intra operatively? No. Did the incident cause a delay in surgery over 30 minutes? No. What action was taken to resolve the issue? Portion of drain was replaced by md. Were there any adverse consequences to the patient? No injury. Is the device being returned for evaluation? Yes.

Manufacturer narrative:
The device was returned for evaluation. There was no damage to the barb or luer fitting. A crack can be seen in the attached section of the catheter; however the cause of the reported leakage could not be determined. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.